Manufacturer narrative:
The device was manufactured between 26mar2019 and 27mar2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate disconnected from a non-baxter extension set, leading to a leak. This occurred during infusion. The device had been filled with 500mg ceftriaxone in 50ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.